Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3887-33, lot# j0010388v, implanted: (B)(6) 2000, product type: lead.

Event description:
The patient reported that their implantable neurostimulator (ins) had not worked for 5 to 7 years. The ins stopped working fairly quickly and the therapy stopped working. The patient had been told that one lead broke about 7 years prior to the report and the other was not doing anything. The patient was scheduled for a laminectomy during the week of the report and their doctor was going to take the ins out. They were also going to try and take the leads out but it was noted that it might be more complicated taking them out. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.